Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device was returned and analyzed. The device met 85.6% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer was unable to interrogate the implantable pulse generator (ipg). Multiple interrogation attempts were made, including manually selecting the model number; however, these attempts resulted in ¿noisy telemetry/unable to interrogate¿ and ¿pacemaker update needed¿ messages. A transmission was subsequently performed to retrieve device data. It was noted that the device data from february 2025 showed an estimated remaining longevity of 1.6 years. On march 25, 2025, a sudden spike in the rv threshold triggered the device to adapt its output, and the device immediately reached recommended replacement time (rrt). During the subsequent device check in april 2025, clinic staff noted normal device function. The rv lead was tested through an analyzer and showed acceptable thresholds. The ipg was removed and replaced. Post-implant testing confirmed adequate lead performance, with rvcm (right ventricular conduction monitoring) and high threshold alerts enabled on the new device. The patient was also enrolled in app-based remote monitoring as a precautionary measure. The programmer remains in use. No patient complications have been reported as a result of this event.